Event description:
A customer reported getting a low battery icon on the display of her freestyle freedom lite meter and feeling "sweaty, woozy and really hot." The customer further reported she self-presented to a health care facility where she was treated with insulin via intravenous infusion. The customer did not know if they were diagnosed with hypo-or hyperglycemia. The customer also reported drinking cold water in an attempt to alleviate the symptoms. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of the medical event is unknown. The date is the date adc received this complaint.

Manufacturer narrative:
The returned meter powered on with button press and strip insertion. Low battery icon was not observed. Control solution testing was performed. All results were within range specification and no errors were observed. No new issues were observed. The complaint is not confirmed.